Event description:
It was reported that surgeon was unable to seat multiple set screw into the screw head, a total of four screws were stripped out.

Manufacturer narrative:
(B) (4). Conclusion: no product was returned for evaluation. Review of the device history records was also not possible as the lot number was not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.